Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display pixels are dead. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the battery failed to charge to an acceptable voltage level. The battery was verified to be over six years old. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.